Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at an unk pressure on the first inflation. The leison being treated was a 99% stenotic leison in the left circumflex coronary artery. The maverick2 monorail balloon was removed and the procedure was completed. No pt injuries or complications were reported. Pt status is reported as `good'.